Manufacturer narrative:
(B)(4). The graphic user interface printed circuit board assembly was replaced and the hardware was updated on the backlight inverter printed circuit boards. The ventilator passed self-tests.

Event description:
The customer reported that the ventilator's top display was showing lines. The ventilator was not on a patient at the time of the event. The service engineer evaluated the ventilator and verified the customer reported condition.